Manufacturer narrative:
The manufacturing records for this particular batch have been reviewed and no issues or discrepancies were found. The record review confirms that the device met all material, assembly, and performance specifications. As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The most probable root cause is considered anticipated procedural complication.

Event description:
Clinical study. Same case as 2134265-2009-01122. It was reported that 189 days after a coronary artery stenting procedure, the pt expired. Lesion 1 was a 75% stenosed, 3.50mm, 12.0mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilation using a 3.00x10mm balloon at 18atms, and successful placement of a 3.50x12mm taxus express2 study stent at 18atms. After stent placement, it was confirmed that the lesion was 0% stenosised and timi flow was 3. Lesion 2 was a 99% stenosed, 3.00mm, 10.0mm long portion of the mid right coronary artery (mid rca). After the lesion was pre-dilated with a 3.0x15mm balloon at 18atms, a 3.00x16mm taxus express2 study stent was placed at 18atms, and post-dilated. After placing the stents, it was confirmed with ivus that they were apposed properly and there was 0% stenosis and timi flow was 3. The pt was discharged 11 days later on panaldine and bayaspirin. At 189 days after the index procedure, the pt expired. The cause of death is unk. In the opinion of the physician, the relationship of the pts death to the taxus stents is unk.